Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 04-may-2024, it was reported by the patient that more than ten infusion set cannula fell off due to which hyperglycemia occurs within 3 days of use. High blood glucose level was 300 mg/dl. Event occurred between 05/09/2022 and 05/04/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available